Event description:
Patient has had persistent abscesses for more than 1.5 years after collagen injections. Physician can confirm reaction, however has not seen patient in more than a year and diagnosis of abscesses based on patient's account. Physician did treat patient with course of oral prednisone in 2000.